Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd-legacy pump was alarming "no disposable clamp tubing". No adverse effects reported.

Manufacturer narrative:
Device evaluation summary: one cadd legacy pump was returned for analysis in used condition. Visual inspection of the pump found no damage on the pump. Review of device history log identified 15 "no disposable" alarms recorded in the event log. Functional testing included simulated use testing. Simulated use testing was able to replicate the error with a disposable attached. The pump did not run with a disposable attached. After removal of the cassette the pump did not alarm for "no disposable attached". It was found that the pump alarmed with a double beep after powered up with a disposable attached. Problem source could not be identified.